Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One (1) imp,tsv,mcol mg,4.1mm,8mm (tsvm4b8) was not returned for investigation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item and lot number along with the applicable device history record (DHR), instructions for use (IFU), and risk file. Device history record (DHR) review was completed for the subject lot number (1244296). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1244296) for similar event using keyword incorrect component quantity and one (1) other complaint was identified. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable. As the packaging was already opened, the circumstances of device delivery could not be recreated.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Age at time of the event unknown / not provided. Gender unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Expiration date and UDI unknown / not provided. Reporter name and address unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
Territory manger has reported that during the implant placement the doctor opened the implant box and there was no implant inside the inner box. Doctor placed another implant in the same surgery.